Event description:
It was reported that this patient presented to the clinic for an incision check approximately one month after this insertable cardiac monitor (icm) device was implanted. The patient stated they had purulent drainage from the icm device site, indicating a possible wound infection. At the check in the clinic, there was no redness observed, the incision was indicated to be closed and there was no drainage noted at that time. There was a dried pinhole-sized scab observed. The patient was prescribed antibiotic medication. The icm device remains in-service. No additional adverse patient effects were reported.